Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that for child patient two infusion set cannulas were crimped. The site of insertion wss abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1890710 - MDR 3003442380-2024-08886 - device 1 of 2.